Event description:
During the procedure, an orbit coil ((B)(4), complaint product) would not be detached at the green zone using a trufill dcs syringe ii ((B)(4)). It is unknown if the alternative detachment zone (red) was used. The, the orbit was replaced for a new one (lot unknown), but it would not detach using the same syringe. The syringe was replaced for a new one (lot unknown), and the new coil was detached without any difficulties. Afterwards, the procedure was successfully completed with no further issues. There was no patient injury/complications reported. It is unknown how many coils were placed in the target lesion during the procedure. It is also unknown the unspecified progreat microcatheter (terumo, type unknown) was replaced or not. The complaint products were new and were stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the products by visual inspection. A dedicated saline source was utilized to fill the syringe, and no leaks were noticed on any section of the connections. Also no damages were reported on the device after the event. There was no stretching or unintended detachment observed in the vessel or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The procedure was coil embolization for internal iliac artery prior to stent grafting that was mildly calcified and heavily tortuous. The complaint products are unavailable for evaluation. No additional information is available.

Manufacturer narrative:
The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the procedure, an orbit coil (637cf0515/15501448, complaint product) would not be detached at the green zone using a trufill dcs syringe ii (635-002/96331167). It is unknown if the alternative detachment zone (red) was used. The, the orbit was replaced for a new one (lot unknown), but it would not detach using the same syringe. The syringe was replaced for a new one (lot unknown), and the new coil was detached without any difficulties. Afterwards, the procedure was successfully completed with no further issues. There was no patient injury/complications reported. It is unknown how many coils were placed in the target lesion during the procedure. It is also unknown the unspecified progreat microcatheter (terumo, type unknown) was replaced or not. The complaint products were new and were stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the products by visual inspection. A dedicated saline source was utilized to fill the syringe, and no leaks were noticed on any section of the connections. Also no damages were reported on the device after the event. There was no stretching or unintended detachment observed in the vessel or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The procedure was coil embolization for internal iliac artery prior to stent grafting that was mildly calcified and heavily tortuous. The complaint products are unavailable for evaluation. No additional information is available. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15501448 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The device is not available for analysis. Based on the reported information and without the return of the device for evaluation no conclusion can be made regarding the inability to detach the orbit coil. A review of the manufacturing documentation associated with lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Therefore, no corrective actions will be taken at this time.